Manufacturer narrative:
This product is not approved for sale in us but a similar device with catalog# 6430530, 510k# k143375 and (B)(4) is approved for sale in us. Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on an unknown date, post-op, the set screw on the right side of l4 backed out in the patient who had surgery approximately one year ago. The patient did not notice any changes in his body because he has congenital insensitivity to pain with anhidrosis. No patient complications were reported. Clear zone was confirmed around right l6 screw. It was unknown whether bony union was achieved or not. Re-operation was not planned.

Manufacturer narrative:
X-ray review: post op x-rays from instrumentation of congenital lumbar cavity at l4 to "l6" show backout of one of the l4 set screws. There is a large bony pseudoarthrosis anteriorly and the named l5 level appeared to have been skipped. The hardware also appeared undersized. These factors contribute to failure of the construct. Root cause is surgical technique. If information is provided in the future, a supplemental report will be issued.